Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign matter came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the foreign material was unable to be specified. The cause of the foreign material that remained in the nozzle was not confirmed. There was no damage to the area where the foreign material was detected. However, olympus could not identify a definitive root cause of the event. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use were identified. The subject event can be detected and prevented by implementation in accordance with the below instruction for use (IFU). Inspection method is described in the operation manual evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual evis lucera gif/cf/pcf/sif type 260 series chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.